Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
(B)(4) has received another problem report involving a vapr s90 electrode, describing an incident that occurred during an arthroscopic shoulder procedure. Device name: vapr s90 electrode; product code: 225370; lot number: u1602044; device licence #: (B)(4); event date: (B)(6) 2016. Event description: "during shoulder surgery, vapr electrodes shorting while in use. New electrode opened." The supervising nurse has confirmed that there were no problems noted with the device during set-up. The device was inside the patient's shoulder when the surgeon turned it on and sparks were observed. A new device was used without further incident. The surgeon is apparently well-versed in the use of the device and the labeled precautions. The reporter is (B)(6). There was no patient injury associated with this report. This event was reported as (B)(6) complaint # (B)(4). This is the same facility that reported incidents on (B)(6) 2015 ((B)(4)) and on (B)(6) 2015 ((B)(4)).

Manufacturer narrative:
The complaint device was received and evaluated. The device was visually inspected. Visual observation under magnification revealed a small crack on the ceramic portion of the active tip. Additionally, signs of slight deformation/melting were present on the 6 ¿ 8 o¿clock position of the active tip. The damage to the active tip is likely to be caused by the introduction of another metal instrument during the procedure. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ for functional testing, the electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline. There was a small sparking observed in the cracked area, confirming this reported condition. The root cause of this event has been reviewed against the supplier risk analysis and is consistent with the expected outcome of such an event. A manufacturer CAPA investigation has been initiated to investigate this issue further in an effort to determine root cause and to identify appropriate corrective actions. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 3 other similar complaints from this lot of devices that were released to distribution. Corrective actions to be identified through this supplier CAPA, if a root cause is found then appropriate corrective actions will be identified and implemented accordingly; there are none to be implemented at this time. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Health (B)(4) has received another problem report involving a vapr s90 electrode, describing an incident that occurred during an arthroscopic shoulder procedure. Device name: vapr s90 electrode; product code: 225370; lot number: u1602044 ; device licence #: (B)(4); event date: (B)(6) 2016. Event description: "during shoulder surgery, vapr electrodes shorting while in use. New electrode opened." The supervising nurse has confirmed that there were no problems noted with the device during set-up. The device was inside the patient's shoulder when the surgeon turned it on and sparks were observed. A new device was used without further incident. The surgeon is apparently well-versed in the use of the device and the labeled precautions. The reporter is (B)(6). There was no patient injury associated with this report. This event was reported as (B)(4) complaint # (B)(4). This is the same facility that reported incidents on (B)(6) 2015 ((B)(6)) and on (B)(6) 2015 ((B)(6)).